Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening, crease fold and observed split in patch area ¿ss¿, it is out of specification per qa199.04. Rev 8.0 was identified which is characterized as a workmanship. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is:split in patch area, due to a workmanship, a sharp opening on patch bond edge assessed as an unidentified (tear) opening.

Event description:
Patient reported "raynaud's phenomenon." Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "raynaud's phenomenon" and rupture.

Event description:
Patient reported "raynaud's phenomenon." Healthcare professional reported a left side rupture. Device has been explanted.